Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tubes customer reports that the tubes do not fill completely with blood, vacuum is not sufficient. The following information was provided by the initial reporter. The customer stated: "the tubes do not fill completely with blood, it seems as if the vacuum is not sufficient."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 27-sep-2023. H.6. Investigation summary: material #: 368856. Lot/batch #: 3093251. Bd received five (5) samples and two (2) photos for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, the customer samples along with fifteen (15) retention samples from bd inventory, were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on photos. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tubes customer reports that the tubes do not fill completely with blood, vacuum is not sufficient. The following information was provided by the initial reporter. The customer stated: "the tubes do not fill completely with blood, it seems as if the vacuum is not sufficient."